Event description:
It was reported that the pt's catheter insertion site "opened up" after surgery and an infection later developed. The infection "traveled along the line to the pump." The pump and catheter were explanted. The pt was unsure as to whether they would have another device implanted "after everything I have been through." The medication being delivered via the device system was not reported. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).